Manufacturer narrative:
Evaluation - one powermax elite, part number 72200616 was received on 7/14/2015 and confirmed to be serial number (B)(4) as reported in the complaint. The reported complaint could not be confirmed. Functional testing did not find the motor to be seized as reported. Testing was performed at 500 and 5000 rpm with normal current draw, unit did not produce excessive heat at any time during testing however the reverse button control was found to be intermittent and may have contributed to the reported event. The button components were replaced and all button functions returned to normal. Unit requires non-warranty service. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
During a knee scope, it was reported that the device seized up during surgery and became hot in surgeon's hands.